Manufacturer narrative:
Information contained in this report was previously submitted through asron 26/jul/2011. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis notes white particles in the device inner and outer surfaces. A leak test was performed witch noted leakage in the fill channel. White particles were noted in diaphragm valve. A fill inspection was performed and found no blockage. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: ¿left became ¿smaller¿ than right". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "right breast became infected at the site of his incisions, pain in breast, and she had to take antibiotics". Device has been explanted. This record is for the right side.